Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the poor lighting issue was caused by a failure of the front panel led, which may be missing an essential element. Additionally, the co2 supply port on the connector unit is stripped, but the cause of the deformation could not be determined. The event can be prevented by following the instructions for use (IFU): in the uhi-4 instruction manual, ¿3.3 connecting a co2 gas cylinder¿ states that the cylinder hose should be connected with a load of 24.5 n-m (2.5 kgf-m). It is possible to prevent deformation of the k-connector by following this procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the carbon dioxide (co2) insufflation connector was stripped and the light-emitting diode (led) was missing an element requiring a panel replacement. There were no reports of patient involvement.